Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a low glucose episode that was treated with approximately two regular sodas, followed by rebound hyperglycemia and ongoing fluctuations in high glucose, and the user had eaten breakfast and dinner without announcing meals while disconnected from the pump. Symptoms included hypoglycemia followed by hyperglycemia. Outcomes included the need for troubleshooting and education with instructions on the 15 g carbohydrate/15 minute rule and guidance to announce meals and reconnect to the pump. Investigation included a review of device reports and user-reported history. Investigation of this case revealed user management factors, including likely overtreatment of hypoglycemia with high-carbohydrate beverages and missed meal announcements while disconnected, contributing to hyperglycemia. It was concluded that the device functioned as designed and that the event was attributable to user-related factors and use error. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.